Event description:
(B)(4). Anxiety, bloating, back pain, nerve damage, fatigue, muscle soreness, muscle cramps, insomnia, inability to fall asleep, weight gain, inability to lose weight, diarrhea, hemorrhoids, rupture of hemorrhoids, pelvic pain, loss of coil, hemorrhaging periods, vaginal discharge, night sweats, painful ovulation, loss of libido, painful intercourse, painful periods, hot flashes, spotting after intercourse, burning/stinging/swelling after intercourse, urgent urination, inability to completely empty bladder, metallic taste in mouth, joint, hip, breast pain, nausea, headaches, dizziness, severe brain fog, panic attacks, severe mood swings, depression, ringing in ears, tremors, high blood pressure, unexplained bruising, skin itching, unexplained rashes, hair loss, new mustache hair, snoring, swollen glands, unexplained fevers, swelling of legs and feet, excessive sweating, intermittent blurred vision, hysterectomy. I have also been put on 6 different medications since essure related to symptoms.